Event description:
Employee was applying 2x3 gauze to bleeding puncture site and was stuck by slipped out 15g hemodialysis fistula needle. Employee was stuck to right index finger tip. Reference MFR # 2919260-2004-00059.